Event description:
Application version: 4.2.3 host tablet os version: 18.5.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the session was lost after the tablet hosting the mobile programmer application was taken out of range was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the session was lost after the tablet hosting the mobile programmer application was taken out of range, and reconnection was not possible. It was explained that the bluetooth connection has a limited range and will disconnect when the tablet is moved too far from the connected device. Additionally, it was noted that reconnection must occur within half a minute; otherwise, the session must be restarted. Troubleshooting steps were taken to include rebooting the host tablet and restarting the session which resolved the issue. No patient complications have been reported as a result of this event.